Event description:
It was reported that revision surgery was reported due to femoral neck fracture after 13 years in vivo. Primary surgery performed in 1997. It is not known if there was any trauma involved in this event.